Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of this issue. The remote service engineer confirmed the reported issue with the customer. It was reported the bearing was not flush. The customer reseated the bearing and secured it in place to resolve the immediate concerns and allow the locking mechanism to be fully engaged. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.